Event description:
It was reported that the right atrial lead dislodged due to lack of slack. Additionally, high threshold and undersensing of p waves were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935-65 lead implanted 2010-(B)(6),(B)(4).